Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 49 mg/dl. Suspected cause was due to the customers personal profile requiring adjustments. Customer had attempted to address the decreased bg by consuming carbohydrates. Customer was treated with intravenous (IV) of fluids of saline to address bg. Customer was discharged later the same day with the issue resolved and no permanent damage.